Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The devices were returned without accompanying information. Medtronic's initial evaluation of the incident device found that both battery cells were found to be vented. Product was returned without accompanying information.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation de tected unreported conditions: vented battery and corrupted sd card. Visual examination noted there were no abnormalities that would have caused or contributed to the reported condition. Functional testing found that the handle was received with a fully depleted battery. The handle was inserted into a sigsbchgr to charge. The handle was removed from the charger, but it did not initialize. The information stored directly on the battery integrated circuit was accessed using texas instruments bq gas gauge evaluation software v0.09. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. The handle was opened up. One battery cell was found to be vented. It was noted that the handle was running v29.3 software. The data saved to the handle could not be evaluated due to the sd (secure digital) card being corrupt. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.